Event description:
It was reported that they used it in gynecology operation. Since the urine was not flowing, they checked the catheter and found that it had been removed naturally, and when they checked the balloon, it was deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Photo: received four (4) photo samples. All photo samples showcase an overview of an all-silicone foley catheter and its packaging. Visual: received one (1) used all-silicone foley catheter without original packaging. Visual inspection noted no obvious observations. Attempted to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and the solution immediately went into the drainage lumen at bifurcation and created lumen to lumen leak. This is out of specification per inspection which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Root cause for CAPA 4206822: core pins are supplied according to the drawing specifications. However, when replacing a core pin with a new one during funnel molding operation, it is necessary to readjust the length of the core pin, in order to prevent over-flow of silicone or damages into shaft. Additionally, bronze plates used for verification of core pins do not represent their actual design and makes difficult the verification of core pins. Also, instructions for removal of the molded piece are included in the manufacturing procedure, if this operation is not correctly performed the core pin will damage the inner wall of the lumen when retrieving the core pin incorrectly. DHR was not required as the CAPA 4206822 is applicable for this product lot number. The scope of CAPA 4206822 is applicable for this product lot number. Therefore, labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they used it in gynecology operation. Since the urine was not flowing, they checked the catheter and found that it had been removed naturally, and when they checked the balloon, it was deflated.